Manufacturer narrative:
Pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No low reservoir alarm and no excessive no delivery alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 38 mg/dl. The customer was treated with food. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 187 mg/dl. The customer was treated with syringe. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack on upper right hand corner of the display. Customer was advised that the device would be replaced. The customer reported via phone call that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. The customer fixed the issue by resuming the pump.